Event description:
It was reported that on the date of implant, the diagnostic monitor recorded several false asystole events. The patient was upset that the monitor may have malfunctioned. The monitor remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.